Event description:
An affiliate reported that the 'white and blue' part of a transfer set 'does not click anymore to close.' No pt injury or medical intervention was reported.

Manufacturer narrative:
Eval summary: results indicate confirmation of the reported event of a damaged transer set. The root cause was undetermined. Renal product surveillance, quality engineering, and plant mfg will continue to monitor this product line and take corrective/preventative action as appropriate.